Event description:
User facility reported that the listed device became disassembled during a blood draw. Blood loss was stopped using the side clamp. There were no adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.